Event description:
The hvlic trends show high impedances since (B) (6) 2008. The patient has not been checked since implant. The patient recently received a shock. Impedance was checked and was in range. Hvlic was discussed. The patient had a history of medical problems. The lead remains implanted.